Event description:
It was reported that during total knee arthroplasty procedure in (B) (6) 2008, surgeon attempted to lock the tibial bearing to the modular tibial tray, but the locking bar would not lock. A second tibial tray from a different lot was used with no further complications.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. (B) (4).